Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with a neurostimulator. It was reported that the implantable neurostimulator battery was in overdischarge and she had the manufacturer representative walk her through jumping the battery and it would not take, so she needs to have it replaced. The patient previously had two overdischarges due to being in the hospital for reasons unrelated to the stimulation and she couldn¿t charge. The patient stated that she needed to have her battery replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the patient indicated that their device was overdischarged because they were in the hospital and unable to recharge it. The patient thinks that they need a battery replacement.